Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm confirmed in history file. Unable to perform unexpected restart error test due to motor error alarm at bolus delivery test. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was performed. The device was returned for analysis.